Manufacturer narrative:
An event of stenosis was reported. The results of the investigation are inconclusive since the device remains implanted and was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019 a 25mm trifecta valve was implanted. On unknown date a valve in valve was performed due to serve aortic stenosis. The patient was reported to be in stable condition.